Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out due to elective replacement indicator (eri), the right ventricular lead exhibited insulation break and was visually confirmed by the physician. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.